Event description:
The customer experienced an elevated blood glucose of over 500 mg/dl. Cause was not known. To address the high glucose levels, the customer took a correction injection via multiple daily injections (mdi) and followed instructions from technical support to inspect and troubleshoot their insulin delivery system. The caller was advised to replace necessary supplies and resume insulin delivery.